Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) shocking impedances of greater than 131 ohms. The previous readings were trending high, but had never gone out of range. There was also noise on the competitor atrial lead and oversensing along with some pacing inhibition. Defibrillation threshold (dft) was done. Boston scientific technical services (ts) was consulted and suggested that maybe there was abrasion from the two leads rubbing together which may have lead to the observations of noise and oor impedances. The health care professional (hcp) has elected to leave everything as is for now and not intervene. To date, no adverse patient effects have been reported.

Manufacturer narrative:
--

Event description:
Additional information was received that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead continue to exhibit high out of range shock impedance measurements. At this time the physician has opted to continue to monitor the patient. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the high out of range shock impedance measurements continued. Subsequently the cardiac resynchronization therapy defibrillator (crt-d) was explanted and right ventricular (rv) lead surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to submit the analysis results.